Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, during a neurological check, the patient experienced impaired motor function in the right hand. Imaging revealed an acute ischemic stroke on the left side. The patient's symptoms have improved, but the patient has not completely recovered. It was also reported that the patient was pre-operatively administered robinul, experienced hypotension and bradycardia upon pre-dilation, and was administered epinephrine as a result of the event. Additional information indicated that the patient was compliant with dual antiplatelet therapy (dapt) and responsive to the p2y12 platelet function test with a platelet reactivity unit (pru) of 180.   At this time, it is unknown if the reported event is related to procedural complications or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.